Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. According to the customer , the ua41 error message was able to be cleared and the issue was resolved. A supplemental report will be filed if and when the product is returned and investigation is conducted .

Event description:
As reported during shift check , the autopulse displayed ua41 ( patient temperature sensor failure ) error message upon powering of the device. No patient involvement on this issue.